Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Service confirmed the reported issue and found the irregular color tone was due to damage of the charge-coupled device (ccd) and a broken video connector board. Additionally, the device evaluation observed several components were scratched and dented due to external factors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the endoeye flex deflectable videoscope image was a purple color. There was no report of patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to a defect of the image sensor unit, or failure of the internal board of the video connector and/or system caused the event. Olympus will continue to monitor field performance for this device.